Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia, with a sensor glucose of 54 mg/dl that was increasing after initial self-treatment, and received troubleshooting and education on using fast-acting carbohydrates to correct urgent lows. Symptoms included hypoglycemia with initial malaise, which improved after consuming bread and juice. Outcomes included resolution to a normal glucose range without hospitalization or medical intervention beyond oral carbohydrates. Investigation included case review and educational counseling regarding appropriate treatment of hypoglycemia. Investigation of this case revealed no device malfunction and indicated that initial treatment with protein (meat) was not effective for an urgent low, while subsequent fast-acting carbohydrate improved glucose as expected. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.